Event description:
It was reported that the device reached recommended replacement time (rrt). It was also reported that the device lasted less than four years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the device was returned, analyzed and meets 80% of expected longevity.